Event description:
It was reported that the patient had high impedances that occurred 3 months after surgery. The impedances did not resolve and no cause was detected. The patient had no falls. The patient had no stimulation sensation and was getting no therapy 6 weeks ago. The patient was great after surgery and the manufacturer representative was not sure what happened. The symptom reduction returned following the impedance issues and the patient couldn¿t feel stimulation at any level on any electrodes. Reprogramming was attempted but was not successful. The troubleshooting performed was that the impedance check was run with higher levels, but they got the same results. The patient was not receiving effective therapy and was considering a revision. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0nc4z, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have a revision.